Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had an under delivery. Customer blood glucose reading was 306 mg/dl. Customer performed troubleshooting partially. Customer was using auto mode feature. The insulin pump says it gives. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08665 inches. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Device was programmed with a test guardian link transmitter and a 240 mg/dl glucose sensor simulator. Device was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. Device sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly noted during testing. (B)(4).